Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging that the subject meter (onetouch verio iq) read inaccurately high compared to another device (contour next). The reporter did not detail the readings obtained on either meter but claimed the tests were performed within 30 minutes of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting.